Event description:
Patient presented to the or (operating room) for abthera wound vac device application. During this procedure, pieces of the abthera sponge were left inside the patient¿s abdomen. Post-op imaging was completed, but did not identify the retained sponges because they are not radiopaque. Almost one year later, patient came in for elective abdominal surgery and the two retained sponges were identified.

Event description:
Patient presented to the or (operating room) for abthera wound vac device application. During this procedure, pieces of the abthera sponge were left inside the patient¿s abdomen. Post-op imaging was completed, but did not identify the retained sponges because they are not radiopaque. Less than two weeks later, patient came in for elective abdominal surgery and the two retained sponges were identified.